Manufacturer narrative:
Block b3: the date of the event was approximated to (B)(6) 2024 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event that the clip would not be deployed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on an unknown date. During the procedure, the clip would not be deployed. The procedure was completed with another resolution 360 clip device. There were no patient complications have been reported as a result of this event.

Manufacturer narrative:
Block b3: the date of the event was approximated to 3/1/2024 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event that the clip would not be deployed. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly attached and the clip assembly was able to perform the first activation and release the clip assembly. Functional analysis was performed the device was within specification. No other problems with the device were noted. The reported event of clip could not be deployed was not confirmed. Investigation found that the device returned with the clip assembly still attached and after a functional inspection the clip was able to deploy without problems. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on an unknown date. During the procedure, the clip would not be deployed. The procedure was completed with another resolution 360 clip device. There were no patient complications have been reported as a result of this event.